Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number for needle clog.

Event description:
It was reported that the unspecified bd¿ pen needle was defective and did not allow insulin to flow through it. The following information was provided by the initial reporter: "10% of the needles do not allow me to push the insulin in- they stop and I have to use another needle. This box I have used 4 needles and 2 of them are defective."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was defective and did not allow insulin to flow through it. The following information was provided by the initial reporter: "10% of the needles do not allow me to push the insulin in- they stop and I have to use another needle. This box I have used 4 needles and 2 of them are defective."